Event description:
It was reported that an alert was generated for an out-of-range right ventricular (rv) intrinsic amplitude. Lead trend data showed an rv intrinsic amplitude measurement of 0.8mv with varying amplitude and threshold measurements since implant. The boston scientific local representative stated the lead was initially placed in a high septal position with good measurements. Threshold was currently less than 1.0v; however, the presenting electrogram (egm) showed undersensing with fusion and/or loss of capture during rv pacing. A boston scientific technical services consultant recommended an x-ray of the lead with an in-clinic lead evaluation. Another alert for an out-of-range rv intrinsic amplitude was generated one week later. The rv sensitivity was adjusted to automatic gain control (agc) 0.6mv from agc 1.0mv with no evidence of undersensing. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.